Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinders were not equal when they were inflated and the patient experienced dissatisfaction the physician indicated the malfunction was due to an aneurysm of the left cylinder. A new inflatable penile prosthesis was implanted. Following the replacement surgery, the patient was in good condition.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis confirmed the reported event. DHR: review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 exhibited bulging and air between the inner tube/fabric and the outer tube when inflated in cylinder body; no leak was found. Cylinder 1 was not pressure test due to bulge was identified. Cylinder 2 was pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed deflation test and failed activation test. Product analysis confirmed the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinders were not equal when they were inflated and the patient experienced dissatisfaction the physician indicated the malfunction was due to an aneurysm of the left cylinder. A new inflatable penile prosthesis was implanted. Following the replacement surgery, the patient was in good condition.